Event description:
It was reported that the patient experienced multiple vt/vf episodes with no shock delivered. The patient was driving during the event and became unconscious and had a car accident. The patient had to be resuscitated and a tracheotomy was performed. The system was replaced and the patient was transferred to a neurological nursing home. No further information is available regarding the patient's status. The ICD was returned for analysis.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and was found to have an anomalous component in the hybrid. The cause of the output anomaly could not be determined. Review of egms showed high frequency noise.

Manufacturer narrative:
Clarification: the reported event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and analysis found high output circuitry damage due to an outside source. The cause of the output anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.